Manufacturer narrative:
The device is currently quarantined with the distributor. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 05/29/2019, and is being resubmitted on 5/14/2020 as the original report failed to go through. (B)(6) emailed letter with brief summary of incident family reported the patient was found unresponsive. They reported the ems driver stated the oxygen concentrator was not working properly. (B)(6) states to the best of our knowledge, an allegation has not been made that this equipment was the cause of any injury or damage. Also, equipment has been recovered and is in quarantine.